Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient went to the doctor office on the monday prior to the report because one of their leads slipped and was sticking out. Their incision was bleeding and the patient was told they may not get the implant due to the lead sticking out. It was unknown if this was resolved. There were no further complications reported or anticipated.